Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced. There were no reported adverse consequences.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician on (B)(6) 2022 and the implantable cardioverter defibrillator (ICD) is awaiting explant. The patient was stable.